Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for material deformation, material separation, and fracture. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture, material separation and material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient age, sex and weight were not provided.